Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned, however the device history logs were provided for evaluation. The logs show the following infusions occurred on the date of the reported event: at 1:25am an infusion was started at 13.12 ml/hr with the parameters set as patient wt: (B)(6), amount: 3.2 mg, volume: 50 ml, dose rate: 4.99 mcg/kg/min with no dose override. At 1:30am a pressure alarm stopped the pump with a volume infused to 0.49 ml. The pump alarmed for pressure three (3) more times with no additional volume infused. At 1:41am the pump's arm was opened and closed and the infusion was re-started. At 1:45am another pressure alarm stopped the pump with a volume infused of 0.81 ml. The pump was restarted at 1:45am, and then stopped at 1:53am with a volume infused of 2.56 ml. The pump's arm was opened and closed, and at 1:54am the infusion was started again. At 2:00am the pump was stopped with a volume infused of 3.85 ml. At 2:02am a new therapy was programmed and started at 13.12 ml/hr with the parameters set as patient wt: (B)(6), amount: 3.2 mg, volume: 50 ml, dose rate: 4.99 mcg/kg/min with no dose override. At 2:04am the infusion was stopped with a volume infused to 0.57 ml. The pump was then placed on standby for 2 minutes, before the infusion was resumed. At 2:11am the infusion was stopped with a volume infused of 1.62 ml. At 2:28am the pump's arm was opened and closed, and at 2:30am a new therapy was programmed and started at 0.26 ml/hr with the parameters set as, patient wt: (B)(6), amount: 160 mg, volume: 50 ml, dose rate: 4.95 mcg/kg/min with no dose override. At 3:18am the infusion was stopped with a volume infused of 0.25ml. At 3:20am a new therapy was programmed, but no volume was infused. From 3:22am until 4:31am various dose therapy parameters were entered into the pump, but no volume was infused. At 3:27am a doseguard override occurred with a dose rate set to 20.76 mcg/kg/min. The pump was powered off at 4:31am. Based on the data provided, the pump operated as intended. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: when programming, possible incorrect information was entered and patient received too much dopamine.